Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tube of a 5f mynxgrip vascular closure device (vcd) pulled back, causing the plug to pull back with the tube. The procedure was completed using manual compression. There was no reported patient injury. The device was used on the patient. A 5f unknown sheath was used. Access site was arterial, femoral. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the tube of a 5f mynxgrip vascular closure device (vcd) pulled back, causing the plug to pull back with the tube. The procedure was completed using manual compression. There was no reported patient injury. The device was used on the patient. A 5f unknown sheath was used. Access site was arterial, femoral. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged with the black handle and the stopcock was in the open position. A cordis mynx syringe was attached to the unit, and a non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The sealant was exposed, and the advancer tube remained in its manufactured position. No additional anomalies were observed during the visual inspection. A functional inflation/deflation test could not be completed due to leakage detected during the balloon inflation attempt. A deployment simulation was also not performed in accordance with the device¿s instructions for use (IFU), as the sealant was already exposed upon receipt and not in the proper position to initiate deployment. However, the advancer tube mechanism was manually tested and functioned correctly, with no issues observed during activation. Microscopic evaluation was conducted to examine the condition of the balloon. A tear was identified on the balloon surface, which was determined to be the assignable cause of the leak observed during the functional analysis. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through analysis of the returned device since the advancer tube passed functional analysis, and the sealant was exposed on the catheter, indicating a misdeployment of the sealant likely occurred instead. Also, an additional condition of ¿balloon-balloon loss of pressure¿ was noted in the returned device due to the tear found. The exact cause of the issue experienced by the customer and the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the failure to deploy event reported. However, since the advancer tube was still in its manufactured position within the shuttle, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment most likely contributed to the issue reported by the customer since there were no anomalies noted to the advancer tube during functional analysis and the sealant was deployed in the middle of the delivery shaft. Regarding the tear noted in the balloon of the returned device, access site vessel characteristics and/or concomitant device factors most likely contributed to the reported event since this damage to the balloon is typically observed when it comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. According to the product¿s IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, possibly resulting in the sealant deploying above the arteriotomy/venotomy. Also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.